Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the atb35 stapler locked during the procedure. There was no consequence to the pt.